Manufacturer narrative:
Based on the current information provided, the cause of the pneumothorax cannot be determined. System logs were not available for review at this time.

Event description:
It was reported that the patient underwent an ion endoluminal lung biopsy procedure and developed a pneumothorax in left upper lobe which required chest tube placement and hospitalization. The first target nodule was in the left upper lobe, apicoposterior segment and was about 2.4 centimeters (cm) in size. The second target nodule was in the right middle lobe, lateral segment and about 1 cm in size. Instruments used during the procedure included a 21g flexision biopsy needle and compatible forceps. Ultrasound bronchoscopy (ebus) was used to perform staging outside of the ion procedure. The procedure was completed as planned with no delays. A chest x ray was performed after the procedure and a 5.6 cm pneumothorax was identified. A chest tube was placed, and the patient was hospitalized for 3 days. The chest tube was removed, the patient was subsequently discharged home. The physician believed that the pneumothorax would have likely occurred via another modality. There was no device malfunction associated with the event.